Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. Customer service was unable to contact the patient to obtain and verify information; therefore the sr. Medical surveillance specialist classified the complaint based on the information provided in the initial email to customer service. On (B)(6) 2011 at 1:31 pm, the patient obtained the blood glucose reading of 20.5 mmol/l on the reported meter which he claimed was inaccurately high. At that time, the patient was experiencing the symptom of "feeling tired". Based on the elevated reading, the patient took 20 units humalog insulin instead of his usual dose of 12 units. At 3:21 pm the patient experienced the symptoms of "hypoglycemia"; specific symptoms were not provided. The patient consumed food, and then tested his blood glucose level to be 16.8 mmol/l. He did not seek any medical attention. The patient manages his diabetes with 12 units humalog insulin three times per day and 30 units humulin n insulin at bedtime. It would have been helpful to determine the patient's specific symptoms, why he took an increased dose of insulin, the meals and medications taken prior to this event and the patient's blood glucose levels prior to this event. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The 510k#: k021819.

Manufacturer narrative:
Follow up #1/supplemental report 12/2/2011: additional information regarding the event: the test strip vial in question was intact and in good condition, the test strips were in good condition and within opened expiration dating and had been stored properly. The patient performed a control solution test with failing results. The patient tested his blood glucose level using a second new vial of test strips, and reported the result correlated with his feelings; the specific result was not provided. The patient's specific hypoglycemic symptoms were not provided. A control solution test was performed on the second test strip vial, with passing results. This complaint remains classified as an adverse event. The lay user/patient's products have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.